Event description:
The clinician reported that almost 9 months after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's insufficient quantity of bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.